Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and (B)(6) 2015 and mesh was implanted. Other procedures are captured under separate files. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/3/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/30/2020. Additional information: d1, d3, g1, g2,g5. Additional b5 narrative: it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.